Event description:
It was reported the bronchovideoscope screen became noised. The issue occurred during inspectiong for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. The ultrasound plug unit was damaged, causing the screen to go completely black and preventing the display of video. A root cause could not be identified. Based on the investigation results the most likely cause is expected to be a predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.